Event description:
It was reported that during a lobectomy procedure, the device fired an incomplete staple line. The surgeon clamped off the artery and used sutures to control the bleeding. The pt is fine.

Manufacturer narrative:
Date sent: 06/28/2007. Information anticipated, but unavailable at this time.